Event description:
On (B)(6) 2009, the pt reported that 4 months ago, insulin spilled into the cartridge compartment of his infusion device. He stated that he did not properly tighten the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device and insulin leaked out. He cleaned the cartridge compartment with a cotton swab and used a blow dryer to dry it. He was advised against using a blow dryer on the infusion device. He was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.